Manufacturer narrative:
H3, h6: the navio handpiece, part number pfsr110137, serial (B)(6) and intended to be used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was confirmed. The gear would not turn by hand. The max t1 torque returned a value of 98. The gears produced a grinding sound. Calibration/homing could not be performed due to a screw broken off in the threaded hole. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The most probable cause of the reported problem is handpiece exposure motor failure. This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
The navio handpiece, part number pfsr110137, serial (B)(6) and intended to be used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was confirmed. The gear would not turn by hand. The max t1 torque returned a value of 98. The gears produced a grinding sound. Calibration/homing could not be performed due to a screw broken off in the threaded hole. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The most probable cause of the reported problem is handpiece exposure motor failure. This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
The navio handpiece, part number pfsr110137, serial (B)(6). And intended to be used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was confirmed. The gear would not turn by hand. The max t1 torque returned a value of 98. The gears produced a grinding sound. Calibration/homing could not be performed due to a screw broken off in the threaded hole. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint however no further escalation action is required. The most probable cause of the reported problem is handpiece exposure motor failure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. As a part of corrective action a more robust design of the motor has been released. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Updated results of investigation: the navio handpiece, part number pfsr110137, serial (B)(6). And intended to be used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was confirmed. The gear would not turn by hand. The max t1 torque returned a value of 98. The gears produced a grinding sound. Calibration/homing could not be performed due to a screw broken off in the threaded hole. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The most probable cause of the reported problem is handpiece exposure motor failure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
The navio handpiece was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed.  The reported problem was confirmed. The gear would not turn by hand.  The max t1 torque returned a value of 98.  The gears produced a grinding sound.  Calibration/homing could not be performed due to a screw broken off in the threaded hole. The most probable cause of the reported problem is handpiece exposure motor failure. A supplemental report will be sent with the complete results of investigation. Internal complaint reference number: case-(B)(4).

Event description:
It was reported that, during set up, calibration and homing for a navio-assisted ukr surgery, a warning message was displayed stating that the navio handpiece did not home properly. Instructions for proper assembly were given on the screen and followed. After making sure that the handpiece was assembled correctly, the message continued to be displayed. The handpiece was replaced with a back up device and the procedure was finished without significant delays (fewer than 30 minutes). The patient was not harmed. Upon investigation it was found that the exterior condition shows moderate wear (scratches, scuffs); calibration/homing could not be performed due to a screw broken off in the threaded hole; and confirmed a handpiece motor issue.